Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed a fault code 16 (timeout moving to take-up position) error message was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was a defective drive train motor, likely due to a defective component. Visual inspection was performed and found no physical damage to the returned autopulse platform. The platform failed the initial functional testing due to the fault code 16, thus confirming the reported complaint. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs) due to the slipped bushing in the defective drive train motor. The slipped bushing will cause the drive train motor to seize, unable to rotate, or make a grinding noise during take-up. To remedy the reported issue, the defective drive train motor with the clutch plate was replaced. A review of the platform archive data was performed, and it showed multiple fault code 16 occurred around the reported event date, thus confirming the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(6).

Event description:
During the call, the autopulse platform (sn (B)(4)) was used for a patient in cardiac arrest. Per the reporter, the patient was correctly positioned on the platform, however, the device displayed (B)(4) (timeout moving to take-up position) error message. The error message was followed by the "press restart to clear ua", but the issue could not be resolved and as noted by the crew, the platform would not resize the patient to resume the compressions. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. Per the reporter, the patient's death was not related to the autopulse platform. After the incident, the crew checked the platform with a manikin, and the platform displayed a (B)(4) error message.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours ((B)(4)). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.